Event description:
A malfunction was reported on the customer's pump, which led to the customer's blood glucose level increasing to 400 mg/dl. The customer addressed the high blood glucose by using a correction injection via multiple daily injections (mdi). Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised that they may continue using the pump and to contact support if any issues arise again.